Manufacturer narrative:
Product analysis: analysis found that the pacing rate exceeds the standard and the calibration was invalid. The customer did not approve of the price quotation for repair, so the device was returned to the customer unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.